Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the charger center pin is broken. This reported problem was discovered during testing, not in use on a patient, no impact alleged.